Manufacturer narrative:
The field service engineer properly seated a loose connector on a printed circuit board. Performance testing was run and the results were good. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Na h3 other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay on a cobas e 411 analyzer (rack system). The sample initially resulted in a tsh value of 0.017 mu/l and this value was reported outside of the laboratory. The sample was repeated, resulting n a value of 3.170 mu/l. The tsh reagent lot number and expiration date were requested, but not provided.